Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic prostate cancer procedure, when the doctor applied the first stitch and was about to pass the needle through the ring behind, the needle and the thread disengaged. The needle came off and fell inside the patient body, however the doctor was able to find and retrieved it using forcep. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one needle and part of a suture. The needle was not attached to a suture, and the suture fragment contained just the loop and a short length of suture. Upon microscopic inspection, instrument marks were noted near the swaged end of the needle. As no sealed samples were returned, a needle attachment test of simple knot test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the detached needle could not be reliably determined. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end could cause bends or breaks, or damage the connection between the needle and suture. If information is provided in the future, a supplemental report will be issued.